Event description:
In 2006, the lay reporter, the lay patient's father contacted lifescan alleging that the patient's one touch ultra meter was reading inaccurately high. On the next day the medical affaires specialist (mas) spoke with the father to verify/obtain information. The father said the patient tests with three different meters. The patient takes insulin based on his carbohyrdate intake; he also takes additional insulin if his blood glucose level is elevated. The reported meter was the meter the patient used at school. The patient tested with one of his two other meters on the am of feb. 2006. The father did not know the result obtained in the am or specifically what dose of insulin the patient took in the am. At 12:00 pm while at school, the patient felt "like his blood glucose was low and he was little shaky". The patient tested with the reported meter and obtained a result of 157 mg/dl. He tested with another student's meter and obtained a result of 58 mg/dl. The school nurse gave the patient glucose tablets. The nurse advised the father that the one touch ultra meter was not reading correctly. The father said he did not know specifically when the patient had last tested with the reported meter prior to the time of concern: however, he said it was probably the day before the customer service agent (csa) noted that the father was unable/unwilling to answer whether the patient cleaned the puncture site correctly or applied blood correctly to the test strip; incorrect puncture site cleaning and blood application can contribute to inaccurate readings. The csa confirmed that the test strips were in good condition and not expired. The code on the meter matched the test strip code. A control solution test was not performed because the father did not have control solution. The complaint is reported as an adverse event because the product read inaccurately high compared to the patient's symptoms of hypoglycemia and another blood glucose meter. The patient received treatment for hypoglycemia from the school nurse.